Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with abdominal pain, which was controlled with medication, and palpable / visible abdominal aorta. The CT was done at an outside facility showed either a type 1a or type 3 endoleak. The aneurysm is currently 7 cm in diameter. It was reported that the original stent graft had migrated over time, resulting in a type ia endoleak. A 28 x 49 endurant cuff was implanted distal to the left lowest renal and into the body of the aneurx bifurcate. The physician stated after the final angiogram that the endurant cuff and resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.